Event description:
Customer reportedly received the following results on the advantage system, compared to a lab result, within 10 minutes: 35 mg/dl, 68 mg/dl, 98 mg/dl (advantage) and 60 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.